Event description:
We received an allegation about discrepant reactive results for 2 patients' samples tested with elecsys toxo igm assay on a cobas 6000 e601 module serial number (B)(4) when sample 1 was compared to elecsys toxo igm reagent with a different lot number and sample 2 was compared to a non-roche analyzer. The following results were obtained: sample 1: initial result: non-reactive (0.283 coi) (test performed (B)(6) 2023 with lot number 658248. This result is considered correct.). Repeat result: was reactive (1.08 coi) (tested with lot number 671949 and considered incorrect). Sample 2: initial result: reactive (1.09 coi) (tested with lot number 671949 and considered incorrect) repeat result: non-reactive (< 3.0 au/ml) (tested on a diasorin analyzer). No erroneous result was reported outside the laboratory. The elecsys toxo igm reagent lot number in question was with an expiration date of oct-2023. The elecsys toxo igm reagent lot number used for the initial result of sample 1 (non-reactive) was 658248. The expiration date was not provided.

Manufacturer narrative:
Calibration and qc were performed and they were acceptable. Investigation is ongoing. H3 : na.

Manufacturer narrative:
The patient samples were requested for investigation, but could not be provided. The investigation determined that the reagent performed within specifications.